Event description:
A customer contacted beckman coulter, inc. (Bec) to report that reagent wash collars from a unicel dxc 600i synchron access clinical system were leaking. The customer stated that no erroneous patient results were generated. No effect to patient or operator was reported in connection with this event.

Manufacturer narrative:
The customer found and corrected a loose fitting on the reagent syringe 3-way valve. Service was not needed. (B)(4).